Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported that the stimulator didn't seem to be working at all. The patient said that they were having a lot of pain on their left behind and they don't understand why. The patient said they were wanting to turn it up or something. The agent reviewed and assisted the patient to connect to their therapy. The patient confirmed they were able to connect to their therapy over the phone. The patient decreased their therapy and felt comfortable sensation. The patient confirmed they no longer felt the pain on their behind. The agent reviewed the therapy guide. Patient to monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2026. They reported that the stimulator doesn't seem to be working at all. Pt also reports the pain doesn't seem like it is where the wires are or anything. The cause was not known. And that they are learning as the go and it is unknown if issue was resolved. Additional information was received from the patient on (B)(6) 2026. The patient called back and mentioned that they called about a month ago. The patient said for the last couple weeks they had noticed they weren't able to control their bladder, especially yesterday. The patient said they were back to wearing more pull-ups compared to only using pads because they couldn't predict what may happen with their bladder symptoms. When asked, the patient said that they hadn't made any changes to their regular diet or fluid intake and no changes in medications. The patient did say that with the warmer weather sometimes they had to take generic form of benadryl but hadn't for the past 5 days. The patient then mentioned that about 3 weeks ago started wearing a heart monitor which they had to remove and change every 5-7 days. The patient asked for assistance in making an adjustment. With instruction the patient connected and it was determined that therapy was off. The patient said they didn't recall turning therapy off. The patient said that the last time they adjusted was when they called patient services last week. The patient then recalled that their cardiologist might have suggested turning stimulation off with the heart monitor. The agent explained that with therapy off, that it could affect their symptom control. The patient was redirected to consult with their cardiologist to verify whether or not they wanted the patient keep therapy off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.